Event description:
It was reported that the customer experienced a low blood glucose (bg) of 42 mg/dl. Customer addressed the low bg consuming carbohydrates. Customer went to the emergency room and was subsequently hospitalized for gastroparesis and the low bg. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was discharged from the hospital on (B)(6) 2021. Additionally, it was reported that an occlusion alarm occurred while the customer was hospitalized. No additional information was reported.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.